Manufacturer narrative:
(B)(4). A hot axios stent and delivery system were received for analysis. Visual inspection was performed and found the stent was returned fully covered and undeployed. The delivery system was returned in position "2" and the sheath was twisted. Functional examination was performed and the stent could not be released from the delivery system. A destructive inspection was performed to identify torsion and it was found that the sheath was twisted and detached. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed; the stent was fully covered by the outer sheath and could not be deployed during functional evaluation. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope. Align the handle with the echoendoscope and attach it by rotating the luer lock fitting clockwise while keeping the handle stationary and aligned with the echoendoscope." However, there is evidence that the handle was rotated as the axios locked onto the scope or during procedure as the sheath was returned twisted and detached. Most likely the technique used by the physician in rotating the handle incorrectly based on the IFU during the procedure, limited the performance of the device and contributed to the sheath detached, sheath twisted, and stent deployment failure. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transduodenal to the pancreas to treat a pseudocyst during a stent placement procedure performed on (B)(6) 2021. During the procedure, the stent was not deployed. The stent was removed from the patient fully covered by the outer sheath. The procedure was cancelled and the patient was rescheduled at a later date. There were no patient complications reported as a result of this event.